Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate shocks. Programming changes were recommended. The patient's condition was okay.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 that the device was reprogrammed.